Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A risk manager reported via a voluntary medwatch, mw5107613, that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the risk manager clarified that the leak occurred at the very beginning of the treatment. The patient was hooked up and as soon as blood hit the dialyzer, the blood leak alarm was heard from the fresenius 2008t machine. Blood test strips were used and tested positive for the presence of blood. It was indicated that blood was visually seen to be pulling in a small stream in the dialysate compartment. There was no damage or cracks noted on the dialyzer. The patient¿s estimated blood loss (ebl) was less than 50 ml due to leak being caught immediately at starting the treatment. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine that was pulled and disinfected and new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A risk manager reported via a voluntary medwatch, mw5107613, that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the risk manager clarified that the leak occurred at the very beginning of the treatment. The patient was hooked up and as soon as blood hit the dialyzer, the blood leak alarm was heard from the fresenius 2008t machine. Blood test strips were used and tested positive for the presence of blood. It was indicated that blood was visually seen to be pulling in a small stream in the dialysate compartment. There was no damage or cracks noted on the dialyzer. The patient¿s estimated blood loss (ebl) was less than 50 ml due to leak being caught immediately at starting the treatment. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine that was pulled and disinfected and new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.